Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 225 mg/dl. The customer stated the reservoir leaked inside the pump. Then during basal delivery the pump alarmed no delivery. While performing the set change the pump stopped multiple times in the middle of the rewind without an alarm. After the rewind anomaly the pump alarmed motor error. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears normal. He states they are able to complete the rewind. The customer educated on scar tissue. The customer had multiple occurrences of the no delivery. The device will be returned for analysis.